Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a drill broke inside the drill guide during surgery. The tip remained stuck within the drill guide. An alternative drill was used without a guide to complete the procedure without reported patient impacts.

Manufacturer narrative:
Only the drill tip was evaluated. It was broken at the shaft and the tip was bent. The remainder of the drill where the lot number would have been found was not returned; therefore, the manufacturing records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.